Event description:
The surgeon reported that the eagle screw had backed out postoperatively. Surgeon has taken no further action at this time. As events of this nature can result in the need for surgical intervention an MDR shall be filed.